Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission. Further information regarding patient ethnicity, race, gender, age, and weight was requested but not received.

Event description:
On (B)(6) 2019, a 35mm amplatzer cribriform occluder was selected for implant. During the procedure, the distal disc deployed deformed, in a half sphere shape. The physician recaptured the device and re-deployed it, but the deformation persisted. The used re-sheathed and removed the device from the patient. A second 35mm amplatzer cribriform occluder was used to complete the procedure. The procedure was reported to have been extended by 10 minutes and the patient remained hemodynamically stable throughout. No patient consequences were reported.

Manufacturer narrative:
The reported event of deformity upon deployment was confirmed. Two photos were received from the field, one appears to show an occluder in the bulbous conformation, and one appears to show an occluder in the correct conformation. The occluder was able to re-conform to its proper conformation with light pressure applied to the edges of the discs, meeting functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications at the time of release to commercialization. The cause of the initial bulbous shape could not be conclusively determined.